Event description:
The patient had a concomitant surgical procedure of mitral valve repair and tricuspid valve repair through sternotomy. During the same procedure on the ((B)(6) 2023) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left atrial appendage was amputated/excised and oversewn. The left pulmonary vein (lpv) and the right pulmonary vein (rpv) conduction block were not performed. The surgeon attempted to preform conduction block testing but was not able to do so as the patient was still in atrial fibrillation. During use of the device saline was not flowing through the rf lp clamp. After priming the lesion, three lesions were completed with no issues, after that muliple nontransmural lesions, it was noticed that the saline was not adequately flowing through the clamp. Troubleshooting was attempted as the device was heating up too quickly so the lesions were not transmural. The event was deemed by the sponsor as related to the procedure and the cardioblate lp clamp, not related to the concomitant procedure, the cryoconsole or the cardioblate cryoflex probe.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.